Event description:
It is reported that the liner wouldn't seat into the trilogy cup. A new liner was opened and implanted.

Manufacturer narrative:
This report wil be amended when our investigation is complete.